Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cracks on the screen. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No missing segment or partial display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked lcd window, cracked case at display window corners. No moisture damage on electronic assembly during visual inspection. (B)(4).